Event description:
It was reported that during an unspecified procedure using the jailed wire technique, an unspecified balance middleweight (bmw) guide wire was advanced to a bifurcation in an unspecified coronary vessel and an unspecified stent was then deployed to jail the tip of the bmw to the vessel wall. A second (unspecified) guide wire was also advanced to the bifurcation. After completing the procedure, when retracting the jailed bmw guide wire, moderate resistance was felt. The bmw guide wire was able to be pulled back by twisting the bmw guide wire. After removal from the anatomy, the bmw guide wire tip was noted to be stretched and elongated. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. (B)(4) - failure to follow steps/instructions; excessive force. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted the hi-torque guide wire instructions for use (IFU) states: consider that if a secondary wire is placed in a bifurcation branch, this wire may need to be retracted prior to stent deployment because there is additional risk that the secondary wire may become entrapped between the vessel wall and the stent. It is likely that as the guide wire was jailed beneath the stent, as attempts were made to remove the guide wire, resistance was encountered. Furthermore, force applied to the guide wire as resistance was encountered would have contributed to the tip stretching. The IFU also warns: do not push, auger, withdraw or torque a guide wire that meets resistance. Based on the information reviewed, there is no indication of a product deficiency.